Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low, out-of-range pacing impedance measurements on the right ventricular (rv) channel. The patient, who is not pacemaker dependent, had a left ventricular assist device (lvad) placed several months ago. Impedance spiked on the day of the lvad implant and has dropped since. Oversensing of noise from the lvad was also reported as well as high thresholds, loss of rv capture, and pacing inhibition. The patient also reported hearing tones from this device. It was determined that this lead had been damaged during the lvad implant. Rv therapy was programmed off per physician discretion as the patient is on the heart transplant list with numerous comorbidities. This lead was surgically abandoned; this device remains in service. No additional adverse patient effects were reported.